Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl and 313 mg/dl, treated with manual injection. Customer stated that insulin pump was not turning on, customer was able to clean the battery cap and insert it, pump started up. The insulin pump will not returned for analysis.